Manufacturer narrative:
Additional data: h6- device history record (DHR) review; the DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Corrective and/or preventive actions are being addressed through CAPA-24-001 and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens (icl) in the right eye (od) on (B)(6) 2024. The patient underwent bilateral sequential surgery. Concomitant products used intraoperatively include the msi delivery system and opegan ovd. Post-op antibiotic and steroid eye drops were prescribed. Tass was diagnosed. Cultures performed were negative for organisms. An unspecified "rinsing" was performed on an unknown date. Per last report of (B)(6) 2024, the lens remains implanted with patient condition good and under observation. The reporter states the cause for the event is unknown.

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrrative: a review of the device labeling was completed. Iritis (iridocyclitis) is identified in the labeling as known a potential adverse event following icl implantation. The dfu states precautions to physicians (10) this product should not be immersed in anything other than commonly used intraocular irrigation fluids or viscoelastic substances.precaution (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Opegan was used during the procedure and is a viscous cohesive of purified sodium hyaluronate manufactured by seikagaku.per the delivery system dfu: sterilization instructions: after the injector has been properly cleaned, the injector should be pouched to preserve sterility and steam sterilized using the following sterilization cycle: (note: the microstaar injector models msi-tf and msi-pf can be cleaned and sterilized up to 20 times before disposal). Warning staar surgical cartridges, ftps and ftp holders are packaged and sterilized for single use only. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors.